Manufacturer narrative:
The wire did not kink while being used. The guidewire did not advance through the struts of an existing stent, because the event occurred prior to reaching the stent. The wire tip prolapsed during advancement. The wire did not become fixed or caught at any time prior to the event. The wire was torqued against resistance. After the event, the wire was removed intact in one piece from the patient, and the separated segment stayed in the coil component, not dislodged in the patient. Other than the reported event, no other damages were noted on the guidewire. One non-sterile emerald diagnostic guidewire was returned for analysis coiled inside of a plastic bag. A kink was observed at 3.2cm from the distal tip. No other visual damages were noted. In the kinked section, the core wire was observed under a microscope and no fracture was found. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot. The history records indicate this product was final inspection tested and was determined to be acceptable. The guidewire fracture reported was not confirmed; the wire was kinked in the distal section. No manufacturing anomalies were noted during the analysis. Review of the available information suggests that procedural factors may have contributed to the damage found in the distal section. The records indicate that the product met specification prior to shipment; no actions will be taken at this time.

Event description:
When the physician advanced the emerald guidewire, the core of the guidewire was fractured, 1cm away from the top of the guidewire. The vessel was tortuous. The physician succeeded when changed another. The device will be returned for investigation. The product was stored, handled and prepped per labeling instructions. During removal from the dispenser, the wire was not handled from the distal floppy end, and it was removed per labeling instructions. The wire was not kinked or damaged in any way prior to insertion into the patient, and the wire was not re-shaped by the user. A ''drilling'' or ''jack-hammer'' technique was not used to recanalize the vessel. The event occurred, during advancement, the physician felt the torque response is not good. Then the physician withdrew it and succeeded when changed another. The wire tip was visible on fluoroscopy throughout the procedure. The difficulty was torque response was not good, and the wire did not behave ''normally'' (the torque response was not good). No resistance/friction was noted between the wire and other devices at any time.